Manufacturer narrative:
Manufacturer's investigation conclusion: this type of event has been previously investigated. Complaint data is reviewed periodically per the quality data review process. Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 for redness and tenderness around drive line exit site and concerns for drive line infection. Cultured drive line exit site and cultures negative for infection. Patient started on augmentin and IV vancomycin by mouth but once cultures negative stopped antibiotics. Patient asymptomatic other than tenderness at exit site. Patient re-trained on drive line exit site dressing change to improve sterile practice. Patient discharged on (B)(6) 2020 on oral augmentin for 1 week. Patient currently at home doing well and is being monitored on outpatient basis. No further information was provided.